Event description:
As reported by legal notification, the male patient had an initial left tka on (B)(6) 2012. The patient underwent revision surgery on (B)(6) 2020 secondary to polyethylene liner wear with severe osteolysis and aseptic. Loosening of the femoral and tibial components.

Manufacturer narrative:
Pending investigation. Exactech trapezoid tibial tray, catalog no. 204-04-34, lot no. 2018052; and exactech femoral component, catalog no. 230-02-03, lot no. 2129378. Z-0019-2022.

Manufacturer narrative:
H3: the revision reported may have been the result of polyethylene liner wear with severe osteolysis and aseptic loosening of the femoral and tibial components as stated in the legal documentation. The loosening may have been the result of an insufficient bond between the implants and the bones. The extent of the reported polyethylene wear cannot be determined as the devices were not available for evaluation and images of the explanted devices, pre-revision radiographs, and operative notes were not provided.